Event description:
It was reported that the ilet user experienced recurrent low glucose after meals, attributed to providing fewer or smaller-than-usual meal announcements that caused the pump to adapt inappropriately. The user and their clinician decided to perform a factory reset, and the agent guided the reset and collected blood glucose questionnaire information, with lows treated using oral glucose. Symptoms included hypoglycemia with a nadir of 39 mg/dl. Outcomes included serious injury leading to unexpected medical intervention. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified related to announcing incorrect meal size in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.